Event description:
It was reported that a blood transfusion was required when there was a loss of blood at a crack in the introducer sheath. The sheath was exchanged and there were no pt complications.